Event description:
On february 8, 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter powered off during use. The medical affairs specialist (mas) sent follow-up questions to lfs and received answers included below. The patient said, the reported meter did not work for one week prior to her contacting lfs. She attempted to obtain a replacement battery, but said she couldn't find one. She did not have a backup meter and did not test with another device during this time. She takes insulin per the following fixed regimen: novo rapid 4 units, in the am, at lunch and at dinner, 15 units nph insulin at bedtime. She said, she does not adjust the insulin dose based on her meter readings. The patient told the lfs customer service representative (csr), she often forgets to eat or doesn't eat enough. She said she felt dizzy, shaky and had yellow vision in the am in 2008. She could not remember if it was before or after he took insulin or ate. In response to her symptoms, she drank juice and felt better. The csr noted that the meter powered off during use and the patient was unable to obtain a replacement battery. The patient's meter was replaced. The complaint is reported because the patient alleged the lfs meter powered off during use beginning in 2008. The patient said, she continued to take insulin and experienced symptoms that suggested hypoglycemia prior to this day.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.